Event description:
It was reported there was a short at the programmer head/programmer plug. Interrogation was not possible. There was one green bar, until the cable connection was adjusted. The programmer rf head was changed, with the same results. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. No telemetry with the device. The pc board was found to be out of electrical specification